Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached (clavicle crush). It was noted that all the conductors were stretched, the outer insulation had cosmetic environmental stress cracking, the inner insulation was torn and the lead was stretched. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The lead was returned from an unknown source with no information to the manufacturer, analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.